Event description:
It was reported that 2 days ago the patient went to a doctor for some testing, and had emg (electromyography) and ultrasound. After those test, she's had really bad back pain for the past 2 days so she was curious if those tests were causing her back pain. Ultrasound was a "endro rectal ultrasound" and also had anal ¿manometry, pudendal¿ nerve latency tests done. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jtfc, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the healthcare provider reports there was a fifty percent or greater symptom reduction. The cause of the event was unknown and it was unknown if device related. Reprogramming was needed. All four channels were reprogrammed. After the four channels were reprogrammed, the patient reported feeling stimulation in vaginal area. The patient experience loss of therapeutic effect and it was noted as gradual. The patient outcome was unknown. The patient will follow up in one month to evaluate improvement.